Manufacturer narrative:
(B)(4). E1: full establishment name - (B)(6) hospital. G2: foreign - event occurred in china. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the anchor fractured. No patient harm occurred as a result of the event and there was no surgical delay. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided photo identified the device with the hard anchor still installed in the tip. No fracture can be seen. Visual examination of the returned product identified the alleged fractured anchor was not returned to confirm the complaint. Further analysis could not be performed. None of the sutures were returned nor was the needle. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unable to be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.